Event description:
It was reported that the therapy connector assembly had a broken pin stuck inside from the therapy cable assembly. The reported failure would potentially not allow the device to have the ability to deliver defibrillation therapy or allow another therapy cable assembly to connect to the device. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The hospital biomed was able to resolve the reported failure by replacing the therapy connector assembly. Proper device operation was observed through functional and performance testing and the device was returned to the end user for use.